Event description:
It was reported that the pt's stimulation turns off by itself and she has to use her pt programmer or "stomp her feet" to get it to turn back on. The lead impedance measurements were normal. The pt's device was reprogrammed from cycling to continuous and the battery capacity left was 98%. Further info is being requested from the hcp.